Event description:
"Balloon ruptured in bottle." Device contained 984mg 5fu and d5w for total fill volume of 220ml. Reporter states the patient was not exposed to the drug, therefore, no patient injury or medical intervention was required.